Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error-poor aseptic technique.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of break in aseptic technique, fever and peritonitis in a patient coincident with dianeal pd2 unknown therapy for peritoneal dialysis (pd) via continuous ambulatory peritoneal dialysis (capd). On an unreported date, a break in aseptic technique occurred. On an unreported date, the patient experienced a fever. On (B)(6) 2011, the patient experienced peritonitis manifested as epigastric pain and cloudy effluent. On (B)(6) 2011, the patient was hospitalized for the event of peritonitis. On an unreported date in (B)(6) 2011, the patient began remedial treatment with vancomycin (500mg IV, frequency not reported) and amikacin (12mg/liter of pd solution). It was unknown if the events of break in aseptic technique, fever and peritonitis had resolved or whether dianeal pd2 unknown therapy was ongoing. Concomitant medications included: calcium carbonate, ferrous sulfate and epoeitin 4000 units. The nurse stated the event of peritonitis was not related to dianeal pd2 unknown therapy. A causality statement was not provided for the events of break in aseptic technique and fever.